Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which revealed that the disconnect sleeve was sticking. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear of component parts over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device seized up and locked. It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.